Event description:
It was reported that charging was unreliable, requiring the patient to adjust the cord to begin charging, and any movement disrupted the connection. There was no reported impact to the customer¿s blood glucose level. Follow-up was declined, and no further action was required.